Manufacturer narrative:
The device sample has not been received at this time. The results of the evaluation are not available at the time of this report. A follow up report will be sent when completed.

Event description:
The event is described as: jaw of device cracked. Found on incoming inspection prior to use on a patient. No patient injury reported.